Manufacturer narrative:
Date of birth, which was omitted in initial report, has been entered.

Event description:
Additional information was received that surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, therapy was established.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's drg lead was wrapped around the ipg and patient experienced lack of therapy. X-ray confirmed lead migration. Surgery may occur to address the issue.